Event description:
It was reported that one day post implant, there was an alert for high left ventricular (lv) lead thresholds. It was also noted that lv lead capture could not be confirmed. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.